Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the pump was filled on (B)(6). The patient had a refill appointment scheduled for (B)(6), but the patient did not show up. The empty reservoir alarm went off on (B)(6). The patient went into withdrawal and experienced nausea, hot/cold, sweating. The veterans affairs (va) hospital called the hcp¿s office on (B)(6) 2019 and informed them that the patient had been in two different hospitals, and no one had treated her for the empty pump; she was being treated for a heart issue. A manufacturer representative went to the hospital on (B)(6) and set the pump to minimum rate mode while the office waited for a drug shipment. The pump was filled with a low dose of hydromorphone 5 mg/ml, bupivacaine 2.5 mg/ml, and saline at the hcp¿s office on (B)(6). The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that everything was resolved. The pump was filled, and the hcp did not think they were having any problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported an empty reservoir occurred and the patient went missing for 3-4 weeks and the hcp believed the patient¿s pump had gone dry. The patient was in extreme pain. The call was disconnected. No further complications were reported/anticipated or expected.